Event description:
It was reported that, while using shapematch blocks on the patient, we cut excessive slope into the tibia, over external rotation on femur, and took 20mm of posterior femoral condyles. Due to these catastrophic events the surgeon closed up the knee with no implants and had the patient sent to another surgeon and hospital to get the knee revised and corrected. Had revision 2 days following primary surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.